Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stenting procedure on (B)(6), 2011. According to the complainant, the patient had a stricture located from the second portion of the duodenum into the third portion. The anatomy was noted to be moderately tortuous. When the physician attempted to release the stent, significant resistance was encountered and the stent failed to completely deploy. The physician attempted to reconstrain the stent but was unsuccessful. The physician attempted to release the stent a second time; however, the outer sheath separated from the handle on the delivery system. The stent had been deployed approximately halfway. The partially deployed stent and the fujinon eg-410d endoscope were removed together from the patient as a unit. Once outside of the patient, the catheter of the delivery system was cut in order to remove the stent system from the endoscope. The stent was then deployed outside of the patient. The procedure was completed with another wallflex enteral duodenal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully deployed. The outer sheath of the stent delivery system was fully retracted and was detached from the handle. In addition, the outer sheath was bunched in several locations. The delivery system was severed approximately 210mm distal to the proximal end. No issues were noted with the stent cup or the deployed stent. Examination of the inner shaft noted no anomalies. The device analysis confirmed that the condition of the returned device was consistent with the complaint incident. A review of the device history record (DHR) confirmed that this device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Most likely due to anatomical/procedural factors encountered during the procedure, the performance of the device was limited. Therefore, the most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stenting procedure on (B)(6) 2011. According to the complainant, the patient had a stricture located from the second portion of the duodenum into the third portion. The anatomy was noted to be moderately tortuous. When the physician attempted to release the stent, significant resistance was encountered and the stent failed to completely deploy. The physician attempted to re-constrain the stent but was unsuccessful. The physician attempted to release the stent a second time; however, the outer sheath separated from the handle on the delivery system. The stent had been deployed approximately halfway. The partially deployed stent and the fujinon eg-410d endoscope were removed together from the patient as a unit. Once outside of the patient, the catheter of the delivery system was cut in order to remove the stent system from the endoscope. The stent was then deployed outside of the patient. The procedure was completed with another wallflex enteral duodenal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good."